Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-02126. It was reported that the patient experienced uncomfortable therapy. Diagnostic testing revealed high impedance on the lead. Surgery occurred to address the issue. During surgery, the lead was found to be fractured and the lead was explanted and replaced to address the issue. It is unknown which lead was fractured so both leads are being reported.